Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose by changing their sets. The customer stated that their meter was reading as high as 600 mg/dl. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.